Event description:
The stent was inserted and was unable to be moved to the section of the artery where it was needed. Attempted to pull stent back into guide without total success. Guide, wire and stent were removed, the stent was intact but lodged at the opening of the guide. No harm to patient.